Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent a transjugular intrahepatic portosystemic shunt placement, right internal jugular vein access vessel procedure. The sheath was inserted into the vessel and when a guidewire was inserted across the valve of the sheath, blood was noted to be leaking from the valve. There was no physical damage noted on the device. The sheath was exchanged, and again blood leaked when a 0.035 guidewire was inserted. The leak occurred only when the guidewire was inserted. The second sheath was replaced and the procedure was completed with no adverse consequences to the patient.